Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical outcomes of left bundle branch area pacing compared to right ventricular pacing: results from the geisinger-rush conduction system pacing registry. Heart rhythm. 2021; 1¿9. Doi: 10.1016/j.hrthm.2021.08.033. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch area pacing compared to right ventricular pacing. The article reports lead revisions due to threshold increases, lead dislodgements within 24 hours of implant, or endocarditis. Some leads were revised back to left bundle pacing or to right ventricular pacing. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.